Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Then, a malfunction alarm occurred. Blood glucose was not provided. Reportedly, the customer had insulin pens available as alternate insulin therapy.